Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster device referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2020, the patient was admitted in cardiogenic shock and went into asystole. The procedure was performed to treat a target lesion in the proximal left anterior descending (lad) artery. During use of an unspecified device, a perforation occurred. A 4.0 x 19 mm graftmaster stent was implanted, fully covering the perforation; however, the perforation was not sealed. The patient became hypotensive due to the perforation. A second 4.0 x 19 mm graftmaster was then deployed, sealing the perforation. During removal of the delivery system, resistance was noted, due to the patient anatomy, and the balloon portion separated. Due to the patient's condition, no attempts were made to snare the device. The separated balloon segment remained in the patient anatomy and the patient was transferred to the intensive care unit (ICU). The patient's condition continued to decline and the patient died on (B)(6) 2020. Per the physician, the death was unrelated to the graftmaster stents, but is related to the patient's admitting condition. No additional information was provided.